Event description:
The customer reported an elevated troponin I (accutni) result, below the acute myocardial infarction (ami) cutoff, for one pt, involving synchron lx 725 system. Subsequent testing produced results within the normal reference interval. The elevated result was released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2007. The fse performed lumwash son inc., which passed within specifications. The fse completed system verification per established procedures. The unit conformed to the manufacturer's performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to the original MDR 2122870-2007-00155.